Manufacturer narrative:
E1: (B)(6) e2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video connector was scratched. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts, an environmental problem like as dust, dirt, or humidity, an optical problem, an overheating problem, or electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited static within the endoscopic image during inspection for use. There were no reports of patient involvement.